Event description:
A us distributor reported that a patient's battery charger power supply was damaged.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (damaged power supply) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a loose power supply connector. The root cause for the loose power supply could not be positively identified. No adverse event resulted from the damaged charger.